Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunction confirmed removal difficulties, malposition of the device, and a patient device interaction problem. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced difficulty to remove, malposition, and a patient device interaction problem. This information was received from one source. The one malfunction involved one patient with no patient consequence. The weight of the (B)(6) year old female patient was not provided.